Manufacturer narrative:
The sample was sent to (B)(4) for investigation. The visual inspection showed no clots. This centrifugal pump has been connected to the rotaflow drive (ser. No. (B)(4)). A water circuit was built and deaired acc. To IFU g-018. The rpm has been turned on slowly. At rpm 2300 and 3,5 l/min (lpm) the pressure is at 0,23 bar. The pump does not show any abnormalities and working as it should. Thus the failure could not be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Event description:
It was reported that during patient use, the customer heard noise from the rotaflow. The flow rate was not displayed at that time. The pump driving was unstable as the customer observed that the rota part was shaking. No air bubble was found in the pump. The pump was replaced and there were no further issues. No adverse effect on the patient. (B)(4).

Event description:
It was reported that during patient use, the customer heard noise from the rotaflow. The flow rate was not displayed at that time. The pump driving was unstable as the customer observed that the rota part was shaking. No air bubble was found in the pump. The pump was replaced and there were no further issues. No adverse effect on the patient (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.